Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 1627487-2022-01977. It was reported that the patient was experiencing ineffective therapy. As result, surgical intervention may occur on a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of explant is unknown. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported the patient's system was explanted on an unknown date.